Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a red and raw skin irritation on her breasts under the garment. The patient's nurse applied gauze to the irritated area. Follow-up indicated that the skin irritation was improving.